Event description:
The reporter stated the surgeon attempted to insert a cc4204a collamer aspheric single piece lens but the lens haptic was catching and the surgeon had a problem advancing the lens. There was patient contact with the inserter but no contact with the lens. There was no patient injury. The backup lens was implanted.

Manufacturer narrative:
Evaluation:results - visual inspection of the returned product found the lens torn in two pieces. The lens was returned in liquid. (B)(4)

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens(B)(4): lens work order search.results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn):based on the complaint history and work order search, a specific root cause of the event could not be determined.(B)(4): lens not returned.